Event description:
New information received indicates that the event date was on (B)(6) 2024 and the implantable cardiac monitor (icm) exhibited noise oversensing.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed noise episodes caused by an external source on the implantable cardiac monitor (icm). No patient symptoms or intervention was reported.